Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
An afx2 bifurcated stent graft, an afx vela suprarenal were implanted to treat an abdominal aortic aneurysm. Approximately three (3) years post initial procedure, a type 3 endoleak was reported. Reportedly the physician would not provide additional event or patient information. Exact date leak was detected is unknown. It is unknown if it was detected during a routine visit. It is unknown if treatment has been performed. Current patient condition is also unknown.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but an inadequate response was received . As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: device code: remove code 1504, 2978. Result code: remove code 3233. Conclusion code: remove code 11.